Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Manufacturer narrative:
Corrections: h6 component code g04105 changed to g07003. The investigation for the malposition, pump stop, and hemodynamic instability has been completed. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of device in wrong position issue is not determined due to insufficient clinical information and since no product was returned. The cause of pump stop issue was not determined since no product and data logs were returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 59-year-old male on cardiogenic shock (scai stage d). On day 1, the patient received impella cp (pump 1) for hemodynamic support. After extended use beyond the recommended 4-day, the physician indicated two complaints: 1) on day 7 placement signal low alarm confirmed by echocardiogram; device measured deep. Physician repositioned the pump under echo guidance, retracting from 89 cm to 87 cm, achieving an inlet-to-aortic valve distance of ~4.5 cm. Waveforms were appropriate post-repositioning. This is standard troubleshooding and resolved the alarm with no patient consequence. 2) on day 14: pump stop occurred. Multiple restart attempts failed, including with a new automated impella controller (aic). The patient remained hemodynamically supported on dobutamine and vasopressin, but significant hemodynamic instability was noted (changes in papi, cvp, and pa pressures). Urgent device exchange was performed. Pump 1 out-of-label use: impella cp support was continued beyond the recommended 4-day duration (actual use ¿14 days). Prolonged out-of-label use can increase the risk of complications and therefore may have played a contributory role in these adverse events. (Impella cp is indicated for short-term use =4 days for ongoing cardiogenic shock.) Pump 2: implanted on (B)(6) 2025 following pump 1 explant. Despite ongoing support and advanced therapy, the patient¿s condition deteriorated. On (B)(6) 2026, care was withdrawn, and the patient expired on support. Death occurred in the setting of refractory cardiogenic shock and withdrawal of care. For vigilance, device repositioning, device revision or replacement, additional device required, medication required, are conservatively associated with impella use due to temporal proximity. Based on available clinical information, the underlying ami/cs severity, prolonged pump 1 support beyond labeled duration, refractory hemodynamic instability, and critical illness are the most likely contributing factors to these outcomes, rather than device-related. The death will be conservatively reported to pump 1 as the patients condition declined when the pump stopped and was not stabilized with the second pump insertion. It is important to note that the patients underlying critical condition also contributed to the death.